Event description:
On our da vinci sureform 60 stapler, the pivoting arm movement on the lower portion in the patient not functioning properly and is limiting the arm's range of motion when trying to place the stapler onto the stomach tissue where we are trying to use it. The stapler was replaced and the replacement worked properly.